Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined 3 screws were broken on the base plate, the handle and cutter were damaged, and the roller was discolored. The device was not repair able as the base plate cannot be replaced; however, the repair was not completed because the repair quote was denied and the base plate is not replaceable. Therefore, this device no longer meets quality requirements set by medical device regulations and is not compliant for use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was not meshing and not cutting the skin properly. There was no harm to the patient. The event happened prior to surgery whilst the nurse was inspecting the machine. No adverse event was reported as a result of this malfunction.